Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event of the screwdriver breakage could be confirmed, since the returned device matched the reported failure. Based on the investigation, the root cause was attributed to a user related issue. The visual inspection revealed that there are traces of corrosion in the fractured surface, which suggests the device was not well maintained. Poor maintenance and incorrect cleaning/sterilization process can lead to the corrosion of the material. Corrosion of the device will lead to the instrument breakage when exposed to high forces. Upon surgery, the screwdriver was used on power, as described in the event description, and when exposed to high forces, the screwdriver broke, because it was not correctly maintained. Note, as stated in the implant extraction set operative technique: ¿never use a worn or damaged screwdriver to remove screws. Reverse cutting flutes are present for this reason. It is recommended that the solid screwdriver be used for screw removal. The solid screwdriver applies greater torque and may reduce the potential for damaging the hexagonal tip on the screwdriver.¿ [original statements] note as stated in the cleaning, sterilization, inspection and maintenance guide: ¿the guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials. This could also happen if rinsing after cleaning and/or disinfecting is insufficient. For cleaning or disinfecting medical devices only specifically formulated cleaning agents and/or disinfectants (detergents) should be used.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that patient had right knee revision due to fracture. During surgery, tip of screwdriver broke when used on power. Surgeon then used another screwdriver and completed the surgery without any delays.

Event description:
It was reported that patient had right knee revision due to fracture. During surgery, tip of screwdriver broke when used on power. Surgeon then used another screwdriver and completed the surgery without any delays.